Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has not turned on since the morning of the complaint. At the time of the complaint, the patient was experiencing high blood glucose levels above 600mg/dl; there were no symptoms or adverse events. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: review of the black box history revealed no unusual fluctuation of the voltage. There was no damage to the battery compartment observed. The battery cap was not returned. A new test cap was able to be fully attached to the pump with no issues and the pump was exercised for 24 hours with the new test battery cap. No power interruptions occurred during testing. The pump was tested with an external power supply and the idle, sleep, rewind and load currents were observed to be within specification. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast. The audio bolus button cover was observed to be missing from the pump. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit or battery flex observed. The initial complaint of a power issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.